Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock while the patient was asleep, attributed to sense b noise being oversensed. Extensive isometric testing and pocket manipulations were performed. During an interrogation with a wand, the wand moved and fell to the ground, in which the connection was lost and 16 audible beep tones were noted. Re-interrogation was subsequently successful, with no functional alert detected. Technical services reviewed noting the device reset had been benign. Ts reviewed device programming, and the elecctrode remains in service. No adverse effects to the patient were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.